Event description:
It was reported that a patient underwent treatment for a pneumothorax on (B)(6) 2014 and a reservoir was attached to a drain. The surgeon activated the reservoir and turned it upside down but air was not aspirated because the pressure was weak. There were no adverse patient consequences and the patient is reported to be in stable condition. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.